Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure, the balloon ruptured due to severe calcification. The device was simply pulled out from the patient's body, and the procedure was completed with another of same device. There were no patient complications reported, and patient was in good condition post-procedure.